Event description:
It was reported that during a procedure in a heavily tortuous mid right internal carotid artery. After advancing a nav 6 emboshield protection system past the lesion into a highly tortuous hairpin turn in the mid right internal carotid artery bulb/sinus, resistance was met and a vessel dissection occurred just distal to the lesion. The nav 6 was not deployed, and was removed without resistance from the anatomy. An xact carotid stent delivery system was subsequently advanced without resistance over a non-abbott guide wire and the stent was deployed at the targeted lesion. An attempt was made to further treat the dissection, beginning with an attempt to advance multiple guide wires, including non-abbott guide wires, a spartacore 300 guide wire, and an asahi miracle bros guide wire; however, none of the guide wires were able to reach the dissection. The dissection was left untreated as it had totally self-occluded; it was indicated that bilateral circulation was able to keep the brain perfused. Plavix antiplatelet medication was administered to prevent thrombus should the occlusion re-open. There was no patient sequelae, however, this issue caused a clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.